Event description:
While treating a diagonal of the lad, the system's speed jumped. The connections and fluids were all checked and found to be fine. When they attempted to treat again, a perforation became apparent. The pt went to bypass surgery.